Event description:
Information received by medtronic indicated that the insulin pump stopped working. Customer stated the insulin pump was exposed to water. No harm requiring medical intervention was reported. The customer will discontinue to use the device.

Manufacturer narrative:
On (B)(6) 2022 the customer reported that the unit was exposed to water and that there's a crack in the back side of the casing inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked battery tube threads, cracked case on the battery tube side starting at the left belt clip rail, faded serial number label. After battery installation, a blank display was noted. Unable to perform the displacement and self tests due to the blank display. The case was cut open. After visual inspection, there is heavy corrosion just about everywhere inside the case. In addition to this, both the aa and internal battery connectors (pcba1 j7 and pcba1 j6) detached from the board. In summary, the customer¿s report that the unit was exposed to water and that there's a crack in the back side of the casing both were confirmed. The blank display is due to the detached battery connectors on pcba1 resulting from the severe moisture damage. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incomplete. The complete information has been included with this report in b5 section.

Event description:
It was reported that the customer found a crack on the insulin pump on the back side of casing. Customer reported that they heard a fluid while shaking the insulin pump. Troubleshooting was performed. The insulin pump was returned for analysis.